Manufacturer narrative:
The broken tip was left in the screw in situ, the root cause could not be established. Related report: (B)(4).

Event description:
It was reported that the screwdriver tip allegedly broke inside the screw and left in situ. The screwdriver has been discarded. No additional adverse effects to the patient.